Event description:
A friend or family member of the patient reported that the patient experienced overstimulation. It was stated that they were programmed by their healthcare provider (hcp) on (B)(6) 2016 and the hcp had them start to take oral medications again. On (B)(6) 2016 the patient's body was "upside down" so they turned stimulation down from 3.5 to 2.3. Follow up with the hcp is to be conducted. The patient's indication for implant is movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.